Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited non-reproducible noise on the right atrial (ra) channel which led to inappropriate atrial tachycardia response episodes. Ra amplitude was also reportedly increasing. The ra lead is from another manufacturer. Ra impedance was within normal range but impedance on the right ventricular channel was high but within range. The ra channel was noted to be in a unipolar configuration. The caller believed that the device may have been reprogrammed. A technical services consultant discussed troubleshooting options and reviewed device settings. No adverse patient effects were reported. This device remains in service.